Manufacturer narrative:
The reported device was disposed of by the hosp and was not returned for eval. Without the returned device and with the info provided the reported incident cannot be reproduced. Additionally, determination to the true cause of this incident cannot be made. The condition of the device, the environment of the operating catheter, the location of the battery pack in relation to moisture or heat at the time of the incident and the usage of the device are all unk factors. Batteries will generate heat if they are discharged at a high rate. If the batteries are used in a continuous manner for too long they can get hot and possibly outgas. In addition, cutting the electrical wires from the battery pack has historically, caused batteries to short out and cause anode expulsions.

Event description:
It was reported that the battery pack of the zimmer pulsavac plus produced heat during surgery, and the batteries had a leak. The surgery was finished with an alternative device. There was no report of pt or user harm. There was no surgical delay associated with the report. No further clinical info was received prior to this report.